Manufacturer narrative:
Retainer ring=black. Case type=ngp. On 02/01/2023 customer called in with the following concern: alarm history and document 42 twice and 3 and 54. P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active and sleep current measurement test. No unexpected failed batt or low batt alarms noted during testing. The power management graph was within spec. No blank display noted. No pump error 42, 54 or 3 alarm noted during testing. However, on 02/01/2023 pump error 42, 54 and 3 were recorded. Pump error 54 file number=32122 line number=1421. Per r&d investigation pump error 54 was cause by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt, a software error. Esf# (B)(4). Pump error 3 alarm was cause of pump error 54. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. No physical damage noted during visual inspection. In conclusion customer allegation of pump error 42, 54 and 3 were confirm during download history review due to a software error. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. It is also reported pump error3, pump error 42 and pump error 54. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, the pump rewind was completed and the customer did a displacement-test on the pump and it got passed. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to back up plan as per instructions. The pump will be returned for analysis.